Event description:
Patient reported for left side "prostheses incapsulated and feeling pain", "has shoulder pain, cannot sleep because of the pain". Healthcare professional reported "capsular contracture baker grade iii". The device remains implanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture the device has been explanted.